Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The lead in question was placed in the right ventricular septum. The following day, radiographic images showed that the lead had migrated to the right ventricular free wall (there were no abnormalities in threshold values etc.), so repositioning of the lead was performed. Should additional information be received, this file will be updated.